Manufacturer narrative:
Approximately 24 hours after use of a 7f exoseal for vascular closure, hemorrhage was confirmed from the puncture site by CT after the patient collapsed. Manual pressure was applied and six units of blood transfusion were given. The patient remains in the hospital. The product was clinically used. And it will not be returned for analysis. The exoseal was used after a percutaneous transluminal angioplasty procedure. Access was made from the femoral artery with a 11f 11cm sheath introducer. The exoseal was used for hemostasis. The puncture site was pressed and fixed for next six hours, and the patient reposed for 4 hours more. The patient left the hospital next day. However s/he collapsed at the parking lot after which hemorrhage was confirmed. The blood leaked into the lower retroperitoneal cavity. The angiography confirmed hemorrhage from the anterior wall of the puncture site.  There have been no anomalies confirmed on the blood examination before the procedure and before the patient left the hospital. The possible cause would be that the plug came off when the patient moved. The puncture site is calcified, and the patient has been taking dapt and warfarin. The target lesion treated during the pci, stenosis, level of vessel tortuousity and calcification were unknown. The physician achieved certification on the use of exoseal vcd. The exoseal vcd was prepped according to IFU instructions. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. Hemostasis was successfully achieved with the exoseal vcd.  Additional procedural details were requested but are unknown.   The product was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. The exoseal IFU lists prolonged access site-related bleeding as a potential risk associated with femoral artery closure procedures. Access site bleeds are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. Patient and/or pharmacological factors are likely contributing factors. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process.  Therefore, no preventative or corrective actions will be taken at this time.

Event description:
Approximately 24 hours after use of a 7f exoseal for vascular closure, hemorrhage was confirmed from the puncture site by CT after the patient collapsed. Manual pressure was applied and six units of blood transfusion were given. The patient remains in the hospital. The product was clinically used. And it will not be returned for analysis. The exoseal was used after a percutaneous transluminal angioplasty procedure. Access was made from the femoral artery with a 11f 11cm sheath introducer. The exoseal was used for hemostasis. The puncture site was pressed and fixed for next six hours, and the patient reposed for 4 hours more. The patient left the hospital next day. However s/he collapsed at the parking lot after which hemorrhage was confirmed. The blood leaked into the lower retroperitoneal cavity. The angiography confirmed hemorrhage from the anterior wall of the puncture site. There have been no anomalies confirmed on the blood examination before the procedure and before the patient left the hospital. The possible cause would be that the plug came off when the patient moved. The puncture site is calcified, and the patient has been taking dapt and warfarin. The target lesion treated during the pci, stenosis, level of vessel tortuousity and calcification were unknown. The physician achieved certification on the use of exoseal vcd. The exoseal vcd was prepped according to IFU instructions. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. Hemostasis was successfully achieved with the exoseal vcd.  Additional procedural details were requested but are unknown.